Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was in need of repair. No additional details were provided on the malfunction. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Product problem updated, device code updated.

Event description:
It was reported to philips that the device was in need of repair. The measurement connector module needed replacement. There was no reported patient or user involvement and no adverse patient/user impact.